Event description:
Patient's niece reported that the patient's nebulizer malfunctioned as a result of a short circuit. Does not know where patient obtained nebulizer as cvs did not send it out. Lot number and expiration date are unknown. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.